Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 321mg/dl. The customer reported having chest pains and a low co2 level. Reviewed the alarm history and found several alarms. Performed the displacement test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.